Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for a consult review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm). Upon review, the presenting egm showed device exhibited right atrial (ra) oversensing. Ts provided programming optimization recommendations. No adverse patient effects were reported. This ICD and ra lead remain in service.